Manufacturer narrative:
Film evaluation results are: review of CT¿s 7 years post-implant revealed that an aneurx stent graft system was implanted in the patient. The bifurcate was positioned ~3.5cm below the lowest left renal artery; the bifurcate proximal od measured 28 x 30mm. The neck diameter just below the left renal measured ~31mm, and the maximum infrarenal neck angulation was ~55deg (a-p); relative to the distal aorta and iliac limbs. The max diameter aaa measured 8.2cm, and contrast was seen along the posterior wall of the dilated neck from a likely proximal type I endoleak. The bifurcate ipsi limb on the left side was extended within another limb into the distal portion of the left common iliac artery. The contra limb was extended with a flared limb into the distal portion of the right common iliac artery; the mid-length of the rcia was aneurysmal; 3cm diameter. The iliac limbs were crossed and appeared well sealed distally. There was evidence of previous coiling along the mid-length of the posterior aaa sac. The stent graft was patent, no evidence of any stent graft kinks or compression was observed, and the vessels distal to the devices were patent bilaterally. No other issues were seen. The exact cause of the stent graft migration leading to the proximal type I endoleak could not be determined from the films provided. Earlier post-implant films were not available for review and comparison. It is possible that disease progression (neck dilatation) may have contributed to the migration and endoleak. Images during and post-aui intervention were not returned.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an 85 mm abdominal aortic aneurysm. It was reported that during a follow up CT, the aneurx stent graft bifurcate had migrated and a proximal type ia endoleak was present. Per the physician, the cause of the migration and subsequent endoleak was unknown. The patient received an intervention where an aui stent graft was implanted with a right renal snorkel, occlusion of the left limb and then performed a fem-fem bypass. The outcome was good and the patient is doing well after the intervention. No additional sequelae were reported and the patient is doing fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.